Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: smartablate generator (us catalog # m4900107, serial # (B)(4)); smartablate pump (us catalog # m4900109, serial # (B)(4)); carto 3 system (us catalog # fg540000, serial # (B)(4)). Note: the event date is unknown. As such, the 1st day of the alert month has been entered as the event date ((B)(6) 2018). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion requiring no medical/surgical intervention but extended hospitalization. During the procedure, the irrigation pump did not start when the ablation started. The physician informed that the issue occurred due to a user error. The user selected non-irrigated catheter settings on the smartablate generator while using an irrigated catheter. As a result, the smartablate pump did not start. During the ablation phase, pericardial effusion was confirmed. There¿s no indication that medical/surgical intervention was performed. Extended hospitalization was required as a result of the adverse event. There¿s no information regarding patient¿s outcome. The physician¿s opinion regarding the cause of the adverse event is that it might have occurred due to a user error when selecting the settings in the smartablate generator. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. The generator was set in power control mode within normal parameters for pulmonary vein isolation (pvi). The power did not titrate during the ablation. The overall time for ablation and the last ablation cycle time are unknown. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time is unknown. The catheter was discarded by the customer and it¿s not available for evaluation. The force visualization features that were used included dashboard, vector and visitag.